Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a long period of the patient being lost to follow up, the implantable cardioverter defibrillator (ICD) was unable to be interrogated. The ICD will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a long period of the patient being lost to follow up, the cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated. The crt-p will be explanted and replaced. No patient complications have been reported as a result of this event.